Manufacturer narrative:
The account had replaced the user control board and the nurse call function was not activated. The account manually activated the nurse call function to resolve the issue.

Event description:
The account alleged no nurse call function. No injuries reported.